Event description:
A malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any further issues occurred.